Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii and rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified the weight to the specification and a flat crease. No openings were observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b.5, b.6, d.6b, d.9, h.3, h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.